Event description:
Neonate rec'd blood transfusion on 12/15/97. Hemolytic transfusion reaction resulted. Developed elevated bilirubin level requiring complete exchanges. This same incident occurred at the same time with 3 other neonates; a total of 3 babies needed complete exchanges. Investigation pending.